Manufacturer narrative:
This report is submitted on june 14, 2019.

Manufacturer narrative:
This report is submitted on may 15, 2019.

Event description:
Per the clinic, the patient experienced an infection of the cochlea implant bed which originated in the mastoid region. The device was explanted (B)(6) 2019, and the patient was reimplanted with a new device during the same surgery.